Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing to 1.5 years in a few months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion and a gate oxide breakdown.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, decreasing to 1.5 years in a few months. A request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.